Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels that ranged from 46 mg/dl to a value displayed as "high"; although specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the fluctuating bg. Customer administered a correction injection to address the high bg and consumed carbohydrates to address low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood.